Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours on the abdomen. Symptoms reported included irritation and bleeding. The patient was referred to a specialized wound center and diagnosed with an anaerobic staph infection. The patient was treated by physician with oxidyne wound cleansing and antibiotics. Patient was also prescribed the following: augmentin (875mg), to be taken twice daily for 8 days; amox-clav (325mg), to be taken twice daily for 8 days. Additionally, patient was instructed to change wound care dressing twice weekly (and later weekly). Oxidyne was also applied by home care nurse twice a week (and later weekly). This pod was discarded. Additionally, it was reported that patient uses the pods for delivery of solu-cortef; this is considered off label use of the product.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novolog/novorapid, humalog, or apidra. Novalog is compatible with the omnipod system for use up to 72 hours (3 days). Before using a different insulin with the omnipod system, check the insulin drug label to make sure it can be used with a pump. Refer to the insulin labeling and follow your healthcare provider's directions for how often to replace the pod.